Event description:
Affiliate reports that after 3 years of implantation the programmable valve (exact product code unk) could not be adjusted to a setting of 180 mm h2o. This resulsted in an explant.

Manufacturer narrative:
It has been communicated by the affiliate that the device had been discarded after the explant. Since a lot number has been provided, a review of the device history records will be performed. We anticipate that the review will reveal that the device conformed to all testing/manufacturing specifications prior to being released to stock. If anything otherwise is noted, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.